Event description:
It was reported while using bd q-syte¿ microbore tri-extension the connection was difficult. There was no report of patient impact. The following information was provided by the initial reporter: when the user is trying to prime the q syte tri extension 385158, not able to prime two lumens due to resistance in septum and not able to connect posiflush lue lok to q syte. Already raised the same complaint with respect to other batch few months back.

Manufacturer narrative:
H6: investigation summary it was reported the customer was not able to prime two lumens due to resistance in the septum and was not able to connect a flush. As a sample was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 385158, lot 2122453. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), CAPA¿s or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Additional device histories were reviewed for each batch of q-sytes used in the manufacturing of this batch. No related quality issues or deviations were found during the manufacture of the subassembly batches. Based on the investigation, bd was not able to confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte¿ microbore tri-extension the connection was difficult. There was no report of patient impact. The following information was provided by the initial reporter: when the user is trying to prime the q syte tri extension 385158, not able to prime two lumens due to resistance in septum and not able to connect posiflush lue lok to q syte. Already raised the same complaint with respect to other batch few months back.